Event description:
Patient presented to the physician with pain at the site of the sensing lead placement. Physician brought the patient into the or and, upon surgical exploration, the sensing lead wire was found coiled at the incision site. Physician removed the entire inspire system, implanted a new system, and closed.